Event description:
The report we rec'd from the field indicated that after prepping 2 outback devices, the physician was unable to retract the cannulas into the catheters prior to insertion over the wire. An unsuccessful attempt was made to advance one of the units through a 7f balkin sheath, but it would not go more than half-way through the sheath. There was no report of any pt injury. The procedure was completed successfully after the use of a medtronic pioneer cto catheter.

Manufacturer narrative:
It was reported that after prepping 2 outback devices, the physician was unable to retract the cannulas into the catheter prior to insertion over the wire. An unsuccessful attempt was made to advance 1 of the units through a 7f balkin sheath. No add'l info regarding the preparation of the product was provided. This event is being reported because had it occurred inside the pt, it would be a reportable malfunction. No clinical conclusion can be drawn between the devices and the reported event. The inspection performed on the returned outback ltd catheter revealed the failure reported could not be confirmed. As no lot number was reported for this product issue, a review of the manufacturing records could not be performed. This is 1 of 2 products used during the same procedure. Please reference MFR report # 3002912012-2006-00007 and 00008.